Manufacturer narrative:
Method: the complaint device was not returned, one un-used 5f siteseer catheter was returned and evaluated.

Event description:
Evaluation summary: the reported event was for siteseer 6a0020 lot# 50772118 however that device was not received for evaluation. Instead a 5f siteseer was received for evaluation by the manufacturing facility. The 5f siteseer catheter is clean, the primary and secondary curve is not relaxed indicating the catheter was not used. This catheter dimensions meet specification.

Manufacturer narrative:
Results and conclusions: (plaque dislodgement, stroke). (Dislodged calcium caused stroke). (B)(4).

Event description:
The physician reported that during the procedure, friction was encountered when navigating a site seer catheter through the vasculature. The catheter had been inspected and prepped as per IFU. Post procedure the patient suffered a stroke due to the dislodgement of a calcium fragment with buccal deviation right after the diagnostic procedure. The physician thinks the stroke was related to use of the site seer device and the procedure. The patient was treated by chemical thrombolysis with re-perfusion and there were improvements of the plegias. No other clinical sequelae reported.